Manufacturer narrative:
The insulin pump alarmed during rewind due to corroded motor home switch. The insulin pump was unable to verify motor error alarm due to alarm. The insulin pump received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 51 mg/dl. The customer treated the low blood glucose with food. The customer stated that there is no significant events leading to the alarm. Customer stated they are unable to complete rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.